Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, nurse reported that the patient developed peritonitis. Additional information indicated that a CT scan was performed, peritonitis was not confirmed, and the inflammation was treated with antibiotic zinacef 1.5 gm intravenous three times a day. It was reported that the c-reactive protein (crp) was decreased from 300 mg/l to 150 mg/l. Duopa treatment was planned to be started on (B)(6) 2018.